Event description:
It was reported by end user that the irc5po2v concentrator has no oxygen output. Unit turns on and is running. No lights or alarms.

Manufacturer narrative:
Follow up with be filed if more information is received.